Event description:
It was reported that prior to the attempted implant of a transcatheter valve in a patient with a type 1 bicuspid valve, a pre-implant balloon aortic valvuloplasty (bav) was performed using a 25 millimeter (mm) non-medtronic balloon. During loading check, a line was noted on the valve up to node 1. During deployment to the point of no recapture (ponr), an infold was observed. Subsequently, the system was withdrawn from the patient. Another pre-implant bav was performed using a 26 mm balloon. A new valve was loaded into a new delivery catheter system (dcs). Upon loading check, a line was noted up to node 3. At this point, a decrease in diastolic pressure was noted, and the new valve was deployed. Upon deployment to the ponr, "flattening" was observed, and the valve was fully deployed. During release and infold was observed at the lower end of the valve expanded. Another guidewire was inserted as there was a risk of the nose cone of the dcs interacting with the valve. With two guidewires inserted, a post-implant bav was performed using a 22 mm balloon. Following the post-implant bav, the infold completely resolved, and there was aortic regurgitation that appeared unchanged from the pre-operative level. Therefore, the dcs was withdrawn from the patient and the procedure was completed. No patient complications were reported as a result of this event.

Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Continuation of d10: product ID d-evolutfx-34 (lot: 0012500118); product type: 0195-heart valves; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the attempted implant of a transcatheter valve in a patient with a type 1 bicuspid valve, a pre-implant balloon aortic valvuloplasty (bav) was performed using a 25 millimeter (mm) non-medtronic (z-med) balloon. During loading check, a line was noted on the valve up to node 1. During deployment to the point of no recapture (ponr), an infold was observed. Subsequently, the system was withdrawn from the patient. Another pre-implant bav was performed using a 26 mm balloon. A new valve was loaded into a new delivery catheter system (dcs). Upon loading check, a line was noted up to node 3. At this point, a decrease in diastolic pressure was noted, and the new valve was deployed. Upon deployment to the ponr, "flattening" was observed, and the valve was fully deployed. During release and infold was observed at the lower end of the valve expanded. Another guidewire was inserted as there was a risk of the nose cone of the dcs interacting with the valve. With two guidewires inserted, a post-implant bav was performed using a 22 mm balloon. Following the post-implant bav, the infold completely resolved, and there was aortic regurgitation that appeared unchanged from the pre-operative level. Therefore, the dcs was withdrawn from the patient and the procedure was completed. No patient complications were reported as a result of this event. Additional information was received that the flattening referred to the valve being oval and not expanded in a circle during an echocardiogram check. The post-implant balloon dilation was performed with a 22 mm non-medtronic (trival) balloon. The procedure was extended by approximately 1 hour as a result of the infold due to the second valve, pre-dilatation again, and so forth. It was clarified that there was no aortic regurgitation following the valve implant. Per the physician, the patient's bicuspid valve contributed to the infold.

Manufacturer narrative:
Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.